Event description:
It was reported that the right ventricular (rv) lead threshold was consistently high at 1.75 volts at 0.4 milliseconds. During the rv lead extraction, the right atrial (ra) lead became dislodged. The rv and ra leads were both explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45 implantable pacing lead (B)(6) 2009; addr01 implantable pulse generator (B)(6) 2009. (B)(4).